Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge service territory manager (stm) that encountered the issue, membrane difference was at 7-8 should be +/- 6, so the fse replaced with new safety disk (0202-00-0140). Safety, calibration, and functionality checks passed factory specifications. Returned for clinical use upon completion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit fails the all-manifold test. There was no patient involvement.